Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split-septum stand-alone devices, bns extension sets disconnected from their guides. The following information was provided by the initial reporter, translated from spanish: "the qsyte bd connectors that contain the psa guides. They disconnected from their guides currently used in the sanatorium (brands used kawa macro perfus guide and pump set guides fressenius brand). No impact to the patient."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that an unspecified number of bd q-syte¿ luer access split-septum stand-alone devices, bns extension sets disconnected from their guides. The following information was provided by the initial reporter, translated from spanish: "the qsyte bd connectors that contain the psa guides. They disconnected from their guides currently used in the sanatorium (brands used kawa macro perfus guide and pump set guides fressenius brand). No impact to the patient."